Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of genital haemorrhage ("constant hemorrhages") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety attacks"), tremor ("tremors in legs"), paraesthesia ("tingling sensation"), headache ("headaches"), dizziness ("dizziness"), spinal disorder ("cervical problems") and alopecia ("loss hair"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, anxiety, tremor, paraesthesia, headache, dizziness, spinal disorder and alopecia outcome was unknown. The reporter considered alopecia, anxiety, dizziness, genital haemorrhage, headache, paraesthesia, spinal disorder and tremor to be related to essure. The reporter commented: the consumer is waiting for the product removal, she has a medical appointment to schedule her surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of genital haemorrhage ("constant hemorrhages") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity (B)(6). In 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety attacks"), tremor ("tremors in legs"), paraesthesia ("tingling sensation"), headache ("headaches"), dizziness ("dizziness"), spinal disorder ("cervical problems") and alopecia ("loss hair"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, anxiety, tremor, paraesthesia, headache, dizziness, spinal disorder and alopecia outcome was unknown. The reporter considered alopecia, anxiety, dizziness, genital haemorrhage, headache, paraesthesia, spinal disorder and tremor to be related to essure. The reporter commented: the consumer is waiting for the product removal, she has a medical appointment to schedule her surgery. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.